Manufacturer narrative:
The procedure was successfully completed. A pneumothorax is a known risk of the device and the procedure. The subject device was not returned for evaluation, as it was discarded by the hospital staff. The lot number of the subject device was not provided.

Event description:
The user facility reported that veran endobronchial forceps (subject device) were used to register the patient anatomy with the spin system before the procedure. A spin thoracic navigation system and an ins-5029 (19 utw 105mm always-on tip tracked biopsy needle, chiba point) were used for a percutaneous biopsy procedure. Tissue samples were successfully taken. The procedure was completed. After the completion of the procedure, the patient developed a pneumothorax. User facility reported that the patient "self-healed" and was discharged. This report is being submitted for the veran endobronchial forceps. A separate medwatch report for the spin perc biopsy needle kit (ins-5600) which contains the ins-5029 19utw 105mm always-on tip tracked biopsy needle, chiba point, that was used during the procedure is being submitted to the FDA on medwatch 3007222345-2023-00017.